Manufacturer narrative:
The device has been requested for return but has not yet arrived for evaluation. When it has arrived and has been evaluated the findings will be sent in a supplemental submission. The device history record review is pending. When it has been completed the results will be sent in a supplemental submission. Additional product codes, dqe, qaq, mud, dsb, qms, fll, dxn.

Event description:
It was reported during use that there were inaccurate blood pressure values with the clearsight module. The displayed numbers were 20 to 40 points different from the blood pressure cuff reading. The clearsight reading would stop and a fault message of "pump malfunction" was displayed. When this occurred, they would have to restart the monitor. The pump unit was ruled out as a suspect device as when it was replaced the issue still occurred. The clearsight module was replaced for a different one and then everything worked without further incident. There is no physical damage seen on the module. There was no inappropriate patient treatment administered. The patient demographics were requested and not provided. There is no patient injury.